Event description:
Patient was getting a peripherally inserted central catheter (PICC) line placed for IV antibiotics. During the procedure, an initial attempt was made in left arm after prep and drape of the area and local anesthesia administration. Access to the left brachiobasilic system could not be established. Attention was then turned towards the right arm. Basilic vein could not be identified under ultrasound visualization. The brachial vein is compressible and with targeted for access. The right arm was prepped and draped in usual sterile fashion. Overlying skin and deep soft tissues were anesthetized with a 1% lidocaine solution. Access to the brachial vein was accomplished utilizing ultrasound guidance and a micropuncture needle. 018 wire was advanced under fluoroscopic visualization with flexion both cephalad and caudal and not expected course of the brachial/axillary vein. 5 french introducer/peel-away the PICC line was advanced into the right brachial vein. Right upper extremity and central venography was performed demonstrating occlusion of the brachial vein in the upper arm with extensive collateral flow. Attempt was made to gain access to the central venous structures/svc via collateral vessels. The 018 wire became fixed in the central portion of the right upper arm collateral vein and could not be removed. The vein also appears to have undergone spasm. The wire fractured/separated with the radiopaque flexible tip remaining. In the central portion of the right upper arm collateral vein with the shaft of the wire mainly removed with a small filament extending into the right arm towards the venous access site. The 5 french double-lumen bard power PICC was then sized to 11 cm and advanced through the peel-away sheath. The tip of the catheter is seen to reside at the level of occlusion, site of tissue branching collateral vessels. Given the location of PICC line, chemotherapy or tpn may not be administered. The PICC line was secured. Sterile dressing was applied.